Manufacturer narrative:
(B)(4). As the device was not returned and the lot number was unknown, a device analysis could not be completed. The cause of the connection issue could not be determined. It was also reported that the patient reconnected the disconnected bag and reused the supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater line of a homechoice cassette became disconnected from the heater bag. Following the disconnection, the patient reconnected the heater line and heater bag to continue therapy using the same supplies on the homechoice. The technical services representative reviewed proper procedures with the patient and assisted with ending therapy. The patient planned to complete therapy using manual supplies. There was no patient injury or medical intervention reported. No additional information is available.